Manufacturer narrative:
On august 13, 2021, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During a visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: areola asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii) and asymmetry of right breast areola, post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient underwent left breast open capsulectomy, revision of right breast areola, bilateral removal and bilateral replacement on (B)(6) 2021. The replacement devices were: (left) 650cc mentor memorygel breast implant catalog: shpx650 lot: 9569257 sn: (B)(4) and (right) 650cc mentor memorygel breast implant catalog: shpx650 lot: 9569257 sn: (B)(4). This medwatch form is for the right breast prosthesis. Complication on the left breast was reported under mrn: 1645337-2021-05519.